Event description:
It was reported that the implantable pulse generator (ipg) had an elective replacement indicator (eri) message when it was interrogated. The device was functioning in vvi 65. The eri message was cleared and the device was reprogrammed back to dual chamber mode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead. (B)(4).